Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 910 mg/dl. The customer stated that he was having trouble with the battery cap, and was unable to rewind the insulin pump. The customer also stated that he may have received a no delivery alarm, but he can't hear the alarms very well. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a damaged battery cap coin slot and battery cap threads. The insulin pump was also received with a cracked case and a scratched display window.